Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit passed self test. Unit received with cracked keypad overlay at the center circle button, missing retainer ring, missing reservoir tube o-ring, scratched case, keypad overlay texture damage and minor scratched lcd window. (B)(6) 2016. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information was received by medtronic that the insulin pump was damaged. No further details were provided. The insulin pump will be returned for analysis.